Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of lo results. Customer states she feels well and does not require medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 07/31/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 161mg/dl and 164mg/dl not fasting. Reviewed meter memory: (B)(6). The time and date was incorrect in the meters memory. Customer also did not remember is she was fasting for most of the readings in the memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with a defect found. Returned test strips produced lo and e2 readings on all levels. R&d final root cause investigation has been completed. E 2 error is most likely due to a scratch cut strip electrodes under spacer.

Event description:
Customer complains of lo results. Customer states she feels well and does not require medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 07/31/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 161mg/dl and 164mg/dl not fasting. Reviewed meter memory: 1: lomg/dl (B)(6) 2015 05:24:00 pm fasting:yes. 2: 102mg/dl (B)(6) 2015 04:44:00 pm fasting:no. 3: 149mg/dl (B)(6) 2015 05:12:00 am fasting:no. 4: lomg/dl (B)(6) 2015 02:47:00 pm fasting:no. 5: 213mg/dl (B)(6) 2015 12:29:00 pm fasting:no. Customers concern:lo. The time and date was incorrect in the meters memory. Customer also did not remember is she was fasting for most of the readings in the memory. No adverse event reported.